Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a longo procedure, the device blocked intraoperatively and did not trigger. An additional device was opened and the operation ended with no influence on surgery and patient safety.